Manufacturer narrative:
The sample has been received by the manufacturer for investigation, however the investigation is incomplete at time of this report. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: the balloon did not inflate upon pre-testing. This is the second incident. It was not used on a patient.